Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the product returned. As per visual inspection, o-ring is missing from the adaptor and is etched on the wrong side of the part. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). International country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-04843.

Event description:
It was reported that during comprehensive total shoulder surgery, the rubber ring on one of the taper adaptor trials was found broken, while another one was found with the rubber ring missing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during comprehensive total shoulder surgery, the rubber ring on one of the taper adaptor trials was found broken, while another one was found with the rubber ring missing. No adverse events have been reported as a result of the malfunction.